Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 482 mg/dl at time of incident. Customer was treated with manual injections. Customer stated that the insulin pump was on auto mode, however it was not giving insulin. The customer was using insulin pump within 48 hours of reported event. The insulin pump will not be returned for analysis.